Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor was unable to recognize an ECG signal. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The damage to the resistor was caused by the external defibrillation. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. There is no indication or allegation to suggest that the open driven ground resistor caused or contributed to the patient's passing.

Event description:
A distributor contacted zoll to report a patient death. It was reported that the patient passed away on (B)(6) 2016. It was reported that the patient passed away on (B)(6) 2016 around 10:09 pm. The patient was at home and then transported in an ambulance where he passed away. Review of the downloaded data indicates that the patient was externally defibrillated three times. Prior to the first external treatment the patient was in sustained ventricular tachycardia (vt) for 12 seconds. The post-shock rhythm was asystole. The second and third external defibrillations were delivered after the patient was in sustained vt for 30 seconds. The post-shock rhythms of the second and third treatments were a paced rhythm at 120 bpm and non-captured pacing. An arrhythmia was detected by the lifevest at 22:04:24 consisting of vf with pacer spikes. The electrode belt was disconnected at 22:04:40. The lifevest did not have enough time to treat the vt arrhythmias that were externally defibrillated, or the arrhythmia prior to device deactivation. There is no information at this time to suggest that the lifevest caused or contributed to the patient's death.